Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The atrial lead will be further evaluated when the device is replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing tones from her device due to elective replacement indicator (eri). The patient was seen in clinic and noise was noted on the atrial channel which was over sensed resulting in inappropriate mode switches. Additionally, pacing impedance measurements were less than 200 ohms to 400 ohms during testing. A review of the daily measurements noted some questionable impedance results. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating a revision procedure was performed and this lead and associated device were removed from service and replaced. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.